Manufacturer narrative:
Device is a combination product. E1: initial reporter phone (B)(6). Device evaluated by MFR: synergy ous mr 2.25 x 20mm stent delivery system was returned for analysis with no stent attached. No stent was returned with the device. The balloon was reviewed, and no issues were noted. The balloon cones appeared folded, with crimp stent markings evident along the length of the exposed balloon wall. There was no evidence that the balloon was subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found damage at the port bond site, as well as wire lumen damage located 138.6cm distal to the distal strain relief. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that a stent dislodged outside the patient. A 2.25 x 20 synergy stent balloon was being prepped for a percutaneous coronary intervention (pci), but it was noticed that the stent had dislodged from the balloon and was not fixed on the balloon. It was noted that it could not be implanted due the stent was falling from the balloon without any manipulation, that it occurred before being placed over the workhorse wire, and the stent had automatically left without pressure or damage from the stent. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that a stent dislodged outside the patient. A 2.25 x 20 synergy stent balloon was being prepped for a percutaneous coronary intervention (pci), but it was noticed that the stent had dislodged from the balloon and was not fixed on the balloon. It was noted that it could not be implanted due the stent was falling from the balloon without any manipulation, that it occurred before being placed over the workehorse wire, and the stent had automatically left without pressure or damage from the stent. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.